Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for 1 patient sample for total (free + complexed) psa - prostate-specific antigen (tpsa) and free psa (fpsa). Of the data provided only the results for the total psa were a reportable malfunction. The initial result was 0.034 ng/ml. This result was reported out of the laboratory. The pathologist questioned this value because in december of 2015 the patient had a tpsa of 4.11 ng/ml and a fpsa of 0.942 ng/ml. On (B)(6) 2016 the customer repeated the initial sample and the result was 32.90 ng/ml. There was no adverse event. The reagent lot number was 120198. The expiration date was requested but not provided. A specific root cause could not be determined. Possible root causes include foam or bubbles on the sample surface, tilted tubes in combination with wet tube walls, or fibrin clots or strands caused by insufficient pre-analytical handling. Based on the provided information it was determined that a general reagent issue can most likely be excluded.